Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had variable and unstable thresholds. The ra lead was found to cause phrenic nerve and diaphragmatic stimulation. The ra lead was removed and a new lead was implanted successfully. It was also reported that due to the ra lead revision, the right ventricular (rv) lead was moved and repositioned to a more apical location. The patient was pacemaker dependent and as a result of the rv lead reposition, the patient¿s blood pressure dropped. The patient¿s hypotension was medically treated. No further patient complications have been reported as a result of this event.